Manufacturer narrative:
On 29/05/2023 additional manufacturer's narrative: this supplemental report serves as a correction to the initial MDR 3007630408-2023-00002 as follows: 1. Uncheck h1 summary report checkbox 2. Number of events summarized field left empty 3. Five (5) initial mdrs have been submitted per cdrh's advice. References: 3007630408 -2023-00005, 3007630408 -2023-00006, 3007630408 -2023-00007, 3007630408 -2023-00008, 3007630408 -2023-00009.

Event description:
Adverse event: surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.

Manufacturer narrative:
Devices require pathology testings or be returned to manufacturer to aid with the investigation. If additional information is received from the customers regarding the event, it will be reported in a supplemental report. Implants' traceability were checked and found to have no process nor product non-conformities. Samples from unused (stock-on-hand) similar implants manufactured at a similar time point using the same process and materials as the implants in question were sent for routine analyses (endotoxin and sterility testings). The testings show satisfactory results as follows: endotoxin level: <5 EU/device (limit: 20 EU/device); sterility: no visible growth of microorganisms. Conclusion to date: no anomalies found on the devices.

Event description:
Adverse event: surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.